Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) of 338 mg/dl. The customer reported changing their infusion set site and delivered an insulin bolus via the pump to treat the elevated bg. The customer reported a bent cannula upon removal of the infusion set. The customer was unable to provide the infusion set information.